Manufacturer narrative:
(B)(4). Additional information is expected; once received, this report will be updated.

Event description:
Boston scientific received information that during routine follow up high thresholds were seen on the right ventricular (rv) lead. An x-ray revealed the lead had micro-dislodged. A replacement procedure has been scheduled, but has not yet taken place. No adverse patient effects were reported.